Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the customer was unable to install a cartridge on the pump. During troubleshooting, it was found that the cartridge was not entirely loaded due to an o-ring present on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge. Additionally, it was reported that the customer received a cartridge detection notification during the load sequence. Reportedly, the completed the load sequence successfully with the existing cartridge and resumed insulin therapy on the pump. Customer's blood glucose level was 242 mg/dl.